Event description:
It was reported that during an initial knee arthroplasty, the posterior part of the instrument broke off and was retained in the patient. A post-operative x-ray confirmed the presence of a small metal thread. However, it was reported that this incident did not cause any harm to the patient. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D10: item#:154926; lot#:7406233; item name: oxford ph3 cementless fem sz m. Item#:166576; lot#: 7290104; item name: oxf uni cmntls tib sz d lm. Item#: 159547; lot#: 7476363; item name: oxf anat brg lt md size 3 PMA. G2- norway. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The product has been returned and visually assessed, which confirmed that part of the tab at the end of the inserter has fractured off. The broken off piece was not returned. The inserter shows signs of use with scratches and scuffing on the body of the device. There are also some scratches on the blue tabs and gouging on the back of the inserter. The inserter has a potential field life of 8 years and 6 months. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. The device is used for treatment. Radiographs were provided and reviewed by a radiologist. Fractured impactor fragment along the posterior margin of the tibial implant as noted, implant fit and alignment are maintained. Bone quality is osteopenic. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.